Event description:
Reporter states that the adaptor is loosening from the thread. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device was not returned.